Event description:
The customer stated that he tested his blood glucose using a contour meter and one touch meter. The contour read 54 mg/dl, while the one touch read 250 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used up the sample test strips that came with the meter, so no product will be returned.